Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tip of the harvesting cannula broke off inside the patient. They pulled out device and the plastic tip was separated from the metal portion of the cannula. The tip was still attached to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tip of the harvesting cannula broke off inside the patient. They pulled out device and the plastic tip was separated from the metal portion of the cannula. The tip was still attached to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Corrected section: a3. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 01/27/2020 for evaluation. An investigation was conducted on 02/24/2020. A photographic inspection was performed. The photo shows the plastic tip of the cannula that broke off. A visual inspection of the device was conducted. Signs of clinical use and evidence blood was observed on the cannula as well as on the harvesting device. There were no visual defects on the harvesting device. The clear collar tip of the cannula was observed to be partially disconnected from the cannula. The c-ring was observed to be intact, no visual defects were observed. The scope wash tubing was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed.